Event description:
I purchased a package of control solution in order to assure quality control of a home glucose monitoring system. Upon opening the package I discovered that the kit contained three levels of control solution but did not provide the acceptable range values for the tests. The instructions indicate the acceptable levels are printed on the bottles. I am reporting this to a regulatory agency as suspicious.